Event description:
It was reported that a pericardial effusion occurred. A trivial, pre-existing pericardial effusion was seen prior to the start of a left atrial appendage (laa) closure procedure via transesophageal echocardiography (tee). A watchman access system (was) and a watchman flx closure device and delivery system (wds) was selected for use. Deployment of a 24mm wds was attempted with 5 partial recaptures, and 1 full recapture required as the device did not meet position, anchor, size and seal (pass) criteria. The physician then changed to a 20mm wds. The 20mm wds was not meeting pass criteria requiring 5 partial recaptures, and 1 full recapture. The physician decided to abort the procedure and proceeded to remove the devices from the patient. After the 20mm wds was removed, and the was pulled back to the right atrium, the physician noted that the pericardial effusion had grown larger in size. The patient became hemodynamically compromised and the patient's blood pressure dropped. Pericardiocentesis was performed to treat the effusion, removing 300ml of blood from the pericardium. The patient was extubated, and the drain left in place while taken to the intensive care unit (ICU) for monitoring.

Event description:
It was reported that a pericardial effusion occurred. A trivial, pre-existing pericardial effusion was seen prior to the start of a left atrial appendage (laa) closure procedure via transesophageal echocardiography (tee). A watchman access system (was) and a watchman flx closure device and delivery system (wds) was selected for use. Deployment of a 24mm wds was attempted with 5 partial recaptures, and 1 full recapture required as the device did not meet position, anchor, size and seal (pass) criteria. The physician then changed to a 20mm wds. The 20mm wds was also not meeting pass criteria requiring 5 partial recaptures, and 1 full recapture. The physician decided to abort the procedure and proceeded to remove the devices from the patient. After the 20mm wds was removed, and the was pulled back to the right atrium, the physician noted that the pericardial effusion had grown larger in size. The patient became hemodynamically compromised and the patient's blood pressure dropped. Pericardiocentesis was performed to treat the effusion, removing 300ml of blood from the pericardium. The patient was extubated, and the drain left in place while taken to the intensive care unit (ICU) for monitoring.

Manufacturer narrative:
H6: patient code added h6: evaluation conclusion code updated.